Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hands upon a removal of a load from a complete cycle and when the worker pushed the lid down on a cyclesure biological indicator vial. The worker did not seek medical attention and the symptoms resolved within 1 day.